Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-sustained egms were not recorded for few months. All device settings were correct. Episodes and diagnostics were present but egms were unavailable. Further investigation showed a large number of older episodes with no/invalid egm data. Diagnostic clearing was recommended.